Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A photo was returned and showed the customers indicated failure. A review of the device history record is not required, refer to CAPA (B)(4). Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Possible root cause is a buildup of 100% silwet l-8620 and cross contamination between the wing feeder and the fgl. It is theorized that when applying silwet to the wing feeding rail & auger the excess silwet can be deposited on the wing and be transferred to the female luer causing it to crack. The results of experiment pbbcs15-001 indicate that silwet l-8620, when used to lubricate the wing feeding station can migrate to the fgl, wing and the female luer causing cracking. The operator after cleaning the wing feeding rail & auger can cross contaminate the silwet onto the fgl also causing the female luer to crack. Refer to CAPA (B)(4).

Event description:
It was reported that there was a small crack and blood leakage at the connection of the luer in a 23 g x .75 in bd vacutainer® winged safety pbbcs, with 7 in tube and luer adapter. No injury, blood exposure or medical intervention reported.